Manufacturer narrative:
The device was explanted on (B)(6) 2020. The patient was re-implanted with a new device during the same surgery. This report is submitted on december 23, 2020.

Manufacturer narrative:
This report is submitted on 29 mar 2021.

Manufacturer narrative:
This report is submitted on july 25, 2019.

Event description:
Per the clinic, the patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The implant remains in-situ.